Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) r reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no service record for the subject device. Fourteen years have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the blowout of the thermal fuse due to high temperature inside the subject device for some reason.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found the examination lamp did not ignite. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated and there was a blowout of the thermal fuse, therefore sorc surmised that the blowout of thermal fuse might cause the reported phenomenon. Sorc also found that the light guide connector was rattling.